Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2008 and mesh and the ams monarc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence, urinary frequency, vaginal itch or burning and urine leakage. (B)(4) burning and urine leakage.

Event description:
Details: it has been reported that following insertion the patient experienced urinary incontinence, urinary frequency, vaginal itch or burning and urine leakage.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and stress urinary incontinence. The patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient experienced mesh erosion and underwent mesh revision (B)(6) 2009 & (B)(6) 2010. Due to mesh erosion the patient underwent excision of vaginal mesh, adjacent tissue transfer and cystoscopy on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.